Manufacturer narrative:
The photo was received by bd for evaluation. A quality engineer was able to review the photo from lot number 2040065 regarding item number 391592 with the reported issue of damaged packaging. The investigating team has used the retention samples from lot number 2040065 and item number 391592 for investigating the reported defect. The investigation and simulation were carried out on two retention samples where the investigating team has conducted visual check for damage packaging and no retention sample found damage. The probable cause of damage could have occurred during transit. The investigation team could not confirm the reported defect as the original sample is not sent by the customer for investigation. Complaints received for this device and reported condition will continue to be tracked and trended. If the samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venlon IV cannula experienced damaged device packaging where sterility was compromised. The following information was provided by the initial reporter: product was packed with defective plastic packaging.